Event description:
"Possible atrial oversensing and undersensing noted on the presenting egm and episode egms." This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).